Event description:
Customer complaint reads: "without function testing of the tube being performed prior to usage, the tube was found poor ventilation after intubation during one-lung ventilation on the patient with hiv. Then changing another one to treatment. (Continued) no sample will be returned. The lot was estimated according to the distributor's sale history. " patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Corrected data: device code corrected to (B)(4). The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the white balloon cuff was unable to stay inflated. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, the blue balloon cuff was unable to stay inflated. The et tube was submerged under water in order to detect the source of the leak. Upon injection of air into the white pilot balloon, the et tube leaked from a hole near the middle of the white balloon cuff. Upon injection of air into the blue pilot balloon, the et tube leaked from a hole near the proximal end of the blue balloon cuff towards the murphy eye. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe s ince little resistance should be felt during inflation." The reported complaint of "leaking" was confirmed based upon the sample received. The returned et tube was found to have a hole near the middle of the white balloon cuff and a hole near the proximal end of the blue balloon cuff towards the murphy eye, which prevented the balloon cuffs from inflating. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. A device history record review based on the lot number provided did not show any issues that could be related to this complaint. Customer complaint cannot be confirmed due the device sample is not available to perform a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads: "without function testing of the tube being performed prior to usage, the tube was found poor ventilation after intubation during one-lung ventilation on the patient with hiv. Then changing another one to treatment. (Continued) no sample will be returned. The lot was estimated according to the distributor's sale history. " patient condition reported as fine.